Manufacturer narrative:
The investigation of the reported complaint is currently ongoing, and a root cause is not currently known. Should additional relevant information become available, a follow-up MDR shall be submitted.

Event description:
It was reported by a customer that during a rescue attempt, their AED announced "no shock advised" and powered off. They further reported that the AED brought by the emergency response personnel also did not advise shocking the patient. When the initial reporter was inquired as to the maintenance activities performed with this AED, they reported that the device is not stored with the pads attached and they suspect the AED was not being checked often. Based on this feedback, defibtech reviewed the proper maintenance and storage activities for this device with the initial reporter.

Manufacturer narrative:
Analysis of files from AED sn (B)(6) reveals an event on (B)(6) 2020 lasting approximately 953 seconds and consisting of 2 analysis periods and no shocks delivered. In the first analysis period the AED encountered interference and the AED restarted a new analysis period. In the 2nd analysis period, the AED encountered a non-shockable rhythm and appropriately shock was neither advised nor delivered. During the CPR period, the AED performed a non-orderly shutdown, evidenced by the lack of a shutdown tag in the file. After this event, the AED was not powered on again. For the time the AED was powered on during the event, it was functioning as designed. Analysis and testing of the device identified component failures on regulators u1 (v_prereg), u7 (1.8v core_vcc) and r132; however, these components did not impact the AED's decision logic during the (B)(6) 2020 rescue. It should be noted that the AED was manufactured in 2006, therefore at the time of the event the AED was past its design life.